Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, it was reported that the patient passed out and was hospitalized due to incorrect readings. Per documentation, the patient could not recall the egv at the time of the event, but the bg reading was 32 mg/dl. The patient also could not recall the medication that was given to him. He was reportedly transported to the hospital by the fiance. Before discharge, the bg was around 212-222 mg/dl and the egv at that time was not documented. The patient also reportedly ate some food but he could not recall the medication that was given to him. At the time of the report 32 days after the event, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.